Event description:
It was reported that during an endoscopic retrograde pancreatography procedure, a device malfunction occurred. The target area was the common bile duct. During the procedure, the ball tip of the lithotripter basket disengaged prematurely. The physician was crushing a stone and the ball tip popped off. The basket was unable to be opened completely after it was closed. A retrieval balloon was used to sweep the duct into the duodenum and it was felt that the ball tip would pass. The procedure was completed with another lithotripter basket. No further pt complications were reported. Pt status is fine.